Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
About three months previous to report, it was indicated the patient experienced a loss of therapeutic effect. A loss of bladder control was reported, in addition to leaking and frequency. It was stated that therapy was working for the first five weeks, but then stopped working after a colon surgery. The patient had colon surgery in (B)(6) 2012. The patient could also not feel stimulation. As of the date of this report, it was stated the patient had a rectal prolapse, which was the cause of the colon surgery in (B)(6) 2012. It was unclear when the surgery occurred as two different dates were reported. It was stated the 'doctor swore he never touched anything to do with the stimulation device. The therapy prior to the surgery was described as working 'perfectly.' After the surgery, the patient device was reprogrammed. Stimulation was increased and the patient could feel stimulation in the bicycle seat area. The patient changed programs at one point, but had to turn stimulation down because it was 'too strong.' It was also noted the patient was unable to adjust stimulation at one point, but was able to after further troubleshooting. It was stated to have 'worked for a while, but not anymore.' A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v945725, implanted: (B)(6) 2012, product type lead. (B)(4).